Event description:
Reportable based on device analysis completed on 26sep2024. It was reported that a coil advancing, and deployment issue occurred. A 15mm x 40cm interlock-35 coil was selected for splenic aneurysm implantation. However, during the procedure, it was noted that the coil could not be detached and pushed out in the catheter. The device was removed and the procedure was completed with another of the same device. No patient complications were reported, and the patient was stable post-procedure. However, device analysis revealed the zap tip, and the arm coil were detached.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual and microscopic inspection were performed, and it was observed that the main coil was stretched at all primary coil section, the zap tip and the arm coil were detached, moreover the delivery sheath was stretched and bent at distal section. The functional inspection could not be performed due the main coil and the pusher wire are not interlocking. Dimensional testing cannot be performed due to the condition of the device return as it is separated at the zap tip, arm coil and the entire primary coil is fully stretched. No other issues were identified during the product analysis.